Event description:
A trilogy 100, u.s.a. Ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of patient harm. The device was not reported to be in patient use. The trilogy 100, u.s.a. Device failed a 02 low flow test step during evaluation at the manufacturer's service center. The technician recommended replacing the device's "active exhalation controller" (active exhalation control module) to address the issue. Additionally, the device's handle is cracked and has been replaced. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.